Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained intermittently on their unicel dxc 600 instrument and the results were reported out of the laboratory. Prior to each event, the ise (ion-selective electrode) qc (quality control) results were within the lab's established ranges. Physicians notified the lab that the na results were low. The runs were repeated and amended reports were issued. Approximately 34 erroneous results were reported out of the lab. The customer provided 34 examples of the erroneously low na results along with the corrected results. Pt and sample information was not provided. The customer did not receive any report of any adverse event, however, several pts (one of whom had critically low na results) were admitted to the hospital and treated based on the low na results.

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse cleaned out the ci/co2 (chlorine/carbon dioxide) port due to contamination. However, this did not resolve the problem. The hotline representative reviewed the na calibration reports and instructed the customer to replace the na electrode. This measure appeared to have resolved the problem. This is 1 of 34 medwatch reports associated with this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This is 1 of 34 medwatch reports related to this event.